Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding severe short") in an adult female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2007. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved)). At the time of the report, the outcome of the event was unknown. The reporter considered abnormal uterine bleeding to be related to essure (ess205) administration. The reporter commented: impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding severe short") in an adult female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required). Essure (ess205) was removed in march 2007. The patient was treated with surgery (laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved)). At the time of the report, the outcome of the event was unknown. The reporter considered abnormal uterine bleeding to be related to essure (ess205) administration. The reporter commented: impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: the information was received on 27-jan-2023 and the following information was included: new lawyer's reporter, previous event medical device removal was updated to abnormal uterine bleeding, non-drug treatment surgery laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved) was moved to this event, imdrf code updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved) ") in an adult female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007 she underwent medical device removal (seriousness criterion intervention required) by laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved). The reporter considered medical device removal to be related to essure (ess205) administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved)") in an adult female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (laparoscopic hysterosalpingectomy (bilateral) (ovaries conserved)). The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.